Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited varying threshold measurements with loss of capture. The impedance measurements were stable and the sensing was fine. Boston scientific technical services discussed troubleshooting measures and programming options. Subsequent information from the local boston scientific field representative indicated that a lead insulation break was identified and that no asystole of greater than two seconds was noted. At this time, the lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.